Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Upon scheduled follow-up performed on (B)(6) 2009, the physician reported that the message "event holter not available" was displayed just after interrogation. The message also appears upon offline pt file review (from the programmer hard drive).

Manufacturer narrative:
Feb 01, 2010. This event concerns a device that was mfg and used outside the united states. Method, review of the electronic data and files received. (B)(4). Review of the files received led to the following observations: logfile dated (B)(6) 2009 revealed that one interrogation session was performed. Implant memories and holters (aida) were red (background process). Many telemetry errors occurred during this reading process. The message "event holter not available" was displayed to the user. This was due to a data integrity anomaly detected when decoding one of the recorded episodes. The origin of this anomaly most probably results from the telemetry errors observed while the memories were being read. Both pt report files (.cso) generated that day were recorded within the same interrogation session, i.e., they were created based on the same corrupted data. This is why the same errors occur when trying to load the files offline from the programmer hard drive. In case such an error should recur during the memories reading process, the user could try to re-interrogate the ICD, provided that memories and holters were not re-programmed/reset.